Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump allegedly dispensed insulin from the end of the tubing when priming new tubing; however, the prime volume was smaller than expected. The patient confirmed that she was not connected to the pump at the time of the alleged load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: the black box shows no evidence of load step malfunction. One alarm no delivery, no prime was observed due to pump not being primed after rewind. A rewind, load and prime sequence were performed successfully with no issues. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. The force sensor pins seated and solder connections were intact. There was no evidence of contamination or cracked force sensor traces. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigators were unable to duplicate the reported complaint.